Manufacturer narrative:
Ventec has determined that the root cause of the reported event was due to a media bed failure, as the failure occurred at the beginning of starting the oxygen therapy the software has a delay which is why the device did not alarm to alert the user/caregiver. The media bed was replaced to resolve the reported issue. Ventec is updating the software in a future release.

Event description:
It was reported that the device needed maintenance. Upon evaluation of the device, ventec observed a failure with oxygen delivery that could cause or contribute to an adverse event. Additionally, it was observed that the device did not provide a "service concentrator soon" (oxygen) alarm when it should have, in order to alert the user/caregiver of the potential issue. There was no patient involvement associated with the reported event.